Event description:
During a lap nephrectomy procedure, the shears no longer worked and gave instrument error. Three were used in one procedure. Handpiece and generator were checked for malfunction, none found. No consequences to the patient.